Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 04/19/2017 no chemistry observed on returned strips. Most likely underlying root cause washed strips. No chemistry observed. No further investigation required. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) (husband) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 282mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6) customer was not available at time of call to perform back to back blood tests.